Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to lead helix was bent during the procedure after first attempt in positioning the lead. A new lead was implanted. No adverse patient effects were reported.